Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: as per attachment, is no longer a complaint.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The reload did not fire when being used with the manual stapling handle. The handle was locked as if it was already fired. There was no patient harm.